Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and has had fluctuating high and low blood glucose. The customer's blood glucose reading was 27 mg/dl to above 600 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor error and emergency services were called for the low blood glucose. The pump passed the displacement test and manual prime was successful however, customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarms were noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.